Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing agent reported that approximately two weeks following an intraocular lens (iol) implantation procedure the iol was exchanged for a different lens model. The reason for the iol was reported as "vision isn't clear and suboptimal visual acuity/quality". Additional information has been requested.